Manufacturer narrative:
(B)(4). Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. Dvt within 30 days postop is considered a reportable procedure related event. As a part of dvt treatment, the patient is to take additional medication and limit walking and motion until the dvt resolves. As a result of the limited movement and lack of formal pt immediately postop, the patient was unable to achieve standard progress in knee flexion which then resulted in patient dissatisfaction with progress. Additional associated products and mdrs: 42500606801 femur cemented posterior stabilized standard left size 10 lot# 64729909, MDR: 3007963827-2021-00079; 00596204212 articular surface size gh 12 mm height lot# 63864811, MDR: 0001822565-2021-00908.

Event description:
Initial left total knee arthroplasty performed. Subsequently, the patient was diagnosed with a dvt in the left lower extremity one week post procedure, and resolved one week later. At the 1 month follow up, the patient demonstrated insufficient flexion and reported dissatisfaction with an inability to perform usual activities. The patient started physical therapy for treatment.